Event description:
It was reported that the patient experienced auto inflation of his inflatable penile prosthesis. The patient underwent surgery to replace the device. There were no patient complications.